Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, d9, h3, h6. Based on the results of the investigation, it is likely the following led to the malfunction: the out of focus blurry image auto focus was not working due to faulty charged coupled device unit. In addition, the failed water leak test was from the cable unit connector. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject had a blue residue in the camera coupler head. The issue was found during the reprocessing. No patient involvement.